Event description:
It was reported that the device was used during a laproscopic hernia repair. It was reported by the rep that the stapler would not fire. It would fire only two to three times and then it would jam, causing them to open another device which also would not fire. A third device was opened, it jammed but it was used to complete the case. There was no consequence to the pt.